Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of  31mmol/l. The customer also received a pump error and reported an insulin flow blocked after a pump restart. The customer stated no symptoms. Troubleshooting was performed only for high blood glucose event. The auto mode feature was not active at the time of the event and the pump was not used within 48 hours of the reported high blood glucose event. The pump was not passed in the displacement test. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section, h1 section and b1 section.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 31mmol/l. The customer also received a pump error and reported an insulin flow blocked after a pump restart. The customer stated no symptoms. Troubleshooting was performed only for high blood glucose event. The auto mode feature was not active at the time of the event and the pump was not used within 48 hours of the reported high blood glucose event. The pump was not passed in the displacement test. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Updated summary- information received by medtronic indicated that customer received a pump error and reported an insulin flow blocked after a pump restart.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. No ¿no delivery alarm¿ during testing. Thump software was utilized and downloaded trace/history files properly. In further full review found no, no delivery alarms in the pump history on event date. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked case, cracked battery tube threads, serial number label stained, serial number label peeling, scratched case, damaged display window cover keypad overlay texture damage, pillowing keypad overlay, and corroded battery tube. In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Unable to confirm high bg. E/a alarm unspecified unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.